Manufacturer narrative:
This report is submitted april 13, 2017.

Event description:
Per the clinic, the patient's implant site suffered an impact on (B)(6) 2017. Subsequently, the patient experienced a loss of connection to the internal device. The implanted device remains.